Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely depressed calcium result while using the architect c8000 analyzer. The sample generated an initial result of 2.2 mg/dl and retest on a second analyzer generated 9.8 mg/dl. The customer indicated they use a normal range of 8.4 to 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and observed black particles inside the bellows on the internal probe wash pump and the cuvette washer pump. The field service representative (fsr) performed a site visit and washed/cleaned the bellows and associated tubing. The fsr performed a precision study and verified that qc was in specification. No additional discrepant result issues have been reported since the service activity was completed. The bellows, bellows only, part number 2-89054-02, was determined to be the likely cause for the issue. A review of the service history for the architect analyzer identified no additional contributing factors and no subsequent issues have been reported. A review of manufacturing documentation and trending data for the bellows identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.